Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 7110477.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken during which the system was explanted at an unknown date. Note: it is unknown which lead is related to this issue.